Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a highly calcified lesion in the right coronary artery (rca), which was tortuous and greater than 2.5mm in diameter. During pullback of the oad following treatment, the oad became caught on the lesion momentarily and sprung back into the guide catheter. Imaging then showed a perforation in the proximal rca. Covered stents were placed in an attempt to resolve the perforation. An impella device was also placed, and chest compressions via lucas machine were begun. The patient expired.